Event description:
A surgeon reports performing a lens exchange, due to diminishing visual acuity (va) following intraocular lens (iol) implant surgery. The patient's va began to diminish following a yag laser performed in 2005, due to fibrosis and opacification of the posterior capsule. Upon removal of the lens, an optical defect was noted in the visual center of the optic that the surgeon described as a fold artifact. Another lens model was placed in the sulcus and the patient's va is improving following the lens exchange.